Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No goods has been received for further investigation, despite several reminders. The received log files confirms the reported failure of the safety valve test during pre-use check. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).